Event description:
Review of information indicates high lead hv and rv impedance were noted. It was further reported that there was noise, no capture at high output, and a lead fracture was noted on fluoroscopy. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.